Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a cardiac ablation procedure, upon opening the sterile packaging of the catheter, a white powdery substance was observed on the resistance knob of the catheter handle. It was reported that the substance transferred onto the physician¿s glove when touched, and the safety and sterility of the product for use in the sterile field was questioned. It was reported that the original catheter was not used and the procedure continued using a replacement device. There was no patient involvement.